Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) year old male had two abrasions underneath the left and right electrodes. The abrasion on the left side and right electrodes. The abrasion on the left side was an open blister and was bleeding. The abrasion on the right side was smaller than the left side and was very red. The patient's wife called the doctor and the doctor stated to leave the lifevest off for now. Follow-up with the patient indicates that the rash has improved.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. ; biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.